Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 560mg/dl. The caller stated that she was in an accident, but she was not driving. The customer mentioned that the insulin pump alarmed several times motor error during bolus. Troubleshooting was performed. Reviewed the alarm history and found several motor error alarms. Ran a self test and passed. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.